Event description:
Upon removal of the dilator and wire from the sheath, blood squirted back from the sheath diaphram and splashed onto the physicans face (was wearing a faceshield). It was a good single wall stick. There were no other problems getting access when loading the sheath onto the femoral artery wire. Also, the patient had a well maintained blood pressure within normal systolic range during the procedure.the sheath was removed and replaced with another 6fr sheath (same brand same lot#) that worked great with no problems. The patient did fine throughout procedure and after.what was the original intended procedure?left heart cath.device #1is this a laboratory device or laboratory test?no.